Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient reports dry mouth and chest pains. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the patient reports dry mouth and chest pains. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, there is no customer information and philips cannot reach out to the customer, hence, attempt to have the device and components returned for evaluation and further investigation cannot be made. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If any additional information is received, a follow up report will be filed. Box h has been updated.